Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coil cap fell of the housing of a large volume infusor. There was no patient involved and no additional information available.

Manufacturer narrative:
(B)(4). The device was manufactured july 8, 2014 ¿ july 9, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the red coil cap had separated from the housing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.